Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the whole suture thread separate from the needle at the swage location? Or did the suture thread break into 2 pieces somewhere close to the needle ? Was the reported issue noticed during single patient/single procedure event? Confirm the total actual suture needle device qty involved reported for this event? Was the reported event issue noticed to occur before use on patient or during use on patient? Were all used suture needle devices reported to have issue from same lot? Was the procedure completed successfully? And how? No further information is available.

Event description:
It was reported that a patient underwent an intracutaneous suturing eyelid surgery on an unknown date. Intraoperatively, the suture separated from the needle near the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjm681 batch number, and no non-conformances were identified. Additional: five unopened samples of product code y491, lot mjm681 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off suture needle were found, and the tested sample met the finished goods requirements.